Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to communicate with an electrode belt) has been confirmed. Upon investigation the monitor was unable to communicate with an electrode belt. The cause for the communication failure was isolated to a loose pulse wire connector on the defibrillator board pca. The root cause for the loose connector could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported a monitor a was unable to communicate with an electrode belt.